Event description:
Lost consciousness (coma diabetic). Case description: a medical doctor reported that a pt, through the last 3 to 4 months, has experienced both hypoglycemia and hyperglycemia. One day the pt lost consciousness and had to be treated with glucose orally by family members, the suspected pen was switched to another one and the frequency of hypoglycemias decreased. F/u info has been requested. F/u info of 2/2001: it is stated that pt experienced the hypoglycemia at home and the pt was not hospitalised. Furthermore, it has been confirmed that the pt could be treated with glucose orally. The pt had made no changes in physical activity or meals, nor did the pt receive any concomitant medication. Follow-up info of april, 2001: it is stated in a follow-up report that the oral glucose was administered by force, while the pt was unconscious.

Event description:
Lost consciousness (coma diabetic). Case description: a medical doctor reported that a pt, through the last 3 to 4 months, has experienced both hypoglycemia and hyperglycemia. One day the pt lost consciousness and had to be treated with glucose orally by family members, the suspected pen was switched to another one and the frequency of hypoglycemias decreased. F/u info has been requested. F/u info of 2/2001: it is stated that pt experienced the hypoglycemia at home and the pt was not hospitalised. Furthermore, it has been confirmed that the pt could be treated with glucose orally. The pt had made no changes in physical activity or meals, nor did the pt receive any concomitant medication.